Manufacturer narrative:
The suspect device is not expected to return. A review of the device history and complaint database cannot be performed as the lot number was not reported.

Event description:
During placement of the biliary drainage catheter, when removing the inner stiffener, the stiffener became stuck inside the catheter and broke off while still in the patient. The physician removed the catheter and stiffener together and disposed of the device. Another catheter was opened and placed for the patient. No patient injuries or adverse events to report.